Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he experienced a low blood glucose level of 21 mg/dl. He drank orange juice to treat his blood glucose level. The customer was a kidney transplant recipient. Troubleshooting for low blood glucose level was declined. The customer was also having issues with the sensor readings. The threshold suspend did not suspend the insulin delivery. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump was received with minor scratched lcd window and cracked reservoir tube lip